Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the geographical location (country) of this event? (B)(6) USA. What was the name of the procedure? Stitch patient's laceration on forehead. When did the needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the needle didn¿t break the thread unraveled. What was used to complete the procedure? Another package of suturing material was obtained which worked fine. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (please refer to the attached mail) providing the answers from the initial report submitted by the reporting caregiver. Address for the return label: facility name (please refer to the attached mail) attn:(B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by the distributor that provider was attempting to stitch patient's laceration on forehead with 6-0 vicryl. While so doing, the thread unraveled. He cut off the needle, which temporarily couldn't find, but did shortly under the sterile drape. Another package of suturing material was obtained which worked fine, and the lac was repaired. The issue was the thread unraveling. No adverse impact to the patient/user was reported. The device is not available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3 h3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the images show an open foil labeled as j492, a severely damaged suture, with one section of the suture appearing to be a different color. The needle is not visible in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.